Manufacturer narrative:
(B)(4). Device not returned attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2002 and the mesh was implanted. It was reported that the patient had the device fitted in 2002 and has suffered ever since. Additional information has been requested.